Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery. A 2.50 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, during removal of the device from the patient, the stent strut was elongated by a conventional stent edge that was previously implanted with the proximal left anterior descending artery. It was noted that additional surgery was performed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
The synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped position and distal region stent struts were lifted and stretched distally. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery. A stent was previously implanted in the proximal left anterior descending artery. After pre-dilatation, a 2.50 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal of the device from the patient, the stent strut interacted with the stent edge of the previously implanted stent and was elongated. Additional surgery was performed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.